Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device would not work was confirmed. An assessment was performed on the device which found that the device failed cutter insertion as it would not accept the cutter. During repair it was observed that the bearings were worn out. It was determined that the worn and loose bearings created a situation where the cutter was not able to be inserted. The assignable root cause was determined to be due to worn damaged bearings which were no longer in axial alignment due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure the attachment device was not working. It was reported that there was no delay in the surgical procedure as an identical spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.